Manufacturer narrative:
This report is being submitted as part of a retrospective review of optical signal issues, per FDA recommendation. The investigation of optical signal issue has been completed. The returned product was investigated and damage to the sensor face was observed. The damage was consistent with shockwave interaction. The parameters were tested prior to sensor removal and were found to be outside of normal range. The log shows a change is parameters consistent with damage to the sensor occurring when there was a loss of placement signal. The cause of the optical signal issue was a damaged sensor due to shockwave interaction. A review of the device history record (DHR) for the suspect product, and historical complaint data was conducted. This review revealed that the product met all manufacturing release criteria, and no product deficiencies were identified at the time the product was manufactured and released to the customer.

Event description:
The complainant reported the use of an impella cp pump to support a patient undergoing high-risk percutaneous coronary intervention. During use, the pump experienced a loss of placement signal; however, it remained in use to provide support. No harm or injury was reported.